Event description:
It was reported by the customer that 2 of the bd autoshield¿ duo pen needle were unable to attach to the pen. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that a pen needle could not be attached to pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.